Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump was received with intermittent button response due to corroded keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was unknown mmol/l. The customer stated no buttons are responding. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.